Event description:
Boston scientific crm received information that this device was explanted. To date, no adverse patient effects were reported in relation to this device. The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at boston scientific, crm's post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was found to have no telemetry. Visual observation noted the battery was swollen. The device case was opened and the battery was removed. A power supply was connected in series with an ammeter to power the device. The device firmware was downloaded and current draw was monitored while the device was programmed into various modes of operation. No high current draw was observed. The device was disassembled to the hybrid level and passed all tests. Laboratory analysis was not able to reach any conclusions regarding the functionality of the device while it was implanted. A root cause for the battery depletion and no telemetry was not able to be determined.